Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main half height drawer 4.1 multiple pockets not detected on bus. The field service engineer powered off the station and removed the back panel to reseat the pyxibus cable and all drawer board components. After rebooting, hardware test application was launched to release the cubies. The side panel was then removed to access and reseat the row board cable. Once completed, the side panel and cubies were reinstalled. The station was rebooted, the application was launched, and hardware testing was performed. All latch and position sensors, the pyxibus cable, and all cubies were tested successfully. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was failed and not detected on bus. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.